Event description:
The service report shows the customer reported that the 840 ventilator settings were locked out. The cse inspected the device and replaced the breath delivery unit pcb. The unit passed extended self testing.